Event description:
Information received from the field does not address the patient's clinical status but notes noise on the ventricular channel. The patient was admitted for lead evaluation and/ or replacement.